Event description:
It was reported that the user experienced a hypoglycemic event, with a fingerstick reading of 47 mg/dl after trending down from 118 mg/dl, and was treated with oral glucose and snacks under agent guidance to avoid overtreatment, resulting in improvement to 75 mg/dl by the end of the call. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery without hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding urgent low and urgent low soon alerts. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.